Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a diabetes educator and the patient that the patient had been treated in hospital with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 4.6 mmol/l (82.8 mg/dl) while wearing the pod on the stomach for about 12 hours. The patient was reported to administer a bolus for a meal (porridge) while experiencing low blood glucose. The patient ate the meal and treated her low blood glucose with jellybeans. The patient subsequently collapsed due to hypoglycemia and lost consciousness. The patient also experienced a concussion. The patient's partner called for an ambulance and they were taken to hospital. The patient was treated in hospital (B)(6) to normalise her blood sugar. The patient was discharged after 12 hours. The pod has been discarded by the patient.